Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about a possible re-implantation date is available yet.

Event description:
The user suffered from a trauma three weeks ago in early (B)(6) 2018 and hit the front of her head. After the accident, the user was no longer responding to sound as previously. Further medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a trauma three weeks ago and hit the front of the head. After this accident, the user is not responding to sound as previous.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. The user has been re-implanted. This is a final report.

Event description:
The user suffered from a trauma three weeks ago in early (B)(4) 2018 and hit the front of her head. After the accident, the user was no longer responding to sound as previously. The user has been re-implanted on (B)(4) 2018.